Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to endocarditis vegetation. No additional information was reported.